Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Initially, the patient has persistent left superior vena cava (plsvc) and this (rv) lead was seen via computed tomography (CT) in coronary sinus with small portion in left ventricle (lv) thus physician decided to explant the system from left and move to the right side; however, an evidence of pending infection was noted after opening sided pocket wherein a new system was implanted. The rv lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.